Manufacturer narrative:
An event of improper or incorrect procedure or method and heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that the valve was re-sheathed 7 times due to being deployed too low and too high. The valve was not released due to the depth at left coronary cusp being too deep and possibility of a supra skirt leak. It was noted that due to patient anatomy. Based on available information, a cause for the reported heart block could be due to multiple deployment attempts of the valve implant. It is possible that procedural conditions, such as anatomic interaction with the guidewire during insertion, contributed to this event. However, this cannot be confirmed. The reported improper or incorrect procedure or method is related to the user partially re-sheathing the device seven times during the procedure. Since field is aware of IFU not followed letter will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical inforamtion: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm portico ng/navitor valve was selected for zn implant procedure. During procedure, it was noted that the patient developed a complete heart block after multiple deployment attempts of the 29mm portico ng/navitor valve. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed 7 times due to being deployed too low and too high. The valve was not released due to the depth at left coronary cusp being too deep and possibility of a supra skirt leak. It's noted that due to patient anatomy, the valve was recaptured, removed, and a replacement 29mm non-abbott device was implanted. Post-procedure the patient had a temporary pacing wire placed. On (B)(6) 2024, it was noted that the patient developed sharp chest pain that worsened on inspiration. The patient developed a fever and required supplemental oxygen. A chest x-ray was performed and revealed clear lungs. Blood cultures showed no growth and a respiratory panel came back all negative. The patient was treated empirically for community acquired or aspiration pneumonia. The patient was administered intravenous amoxicillin and metronidazole. After monitoring, the patient was discharged in stable condition without the need for a permanent pacemaker.